Event description:
Information received notes that interrogation revealed back- up mode. A download was successful but the battery current drain was >80 ua. At a previous evaluation, the device was in back-up mode. A download was successful with reprogram- ming to ddd. The patient was not pacemaker dependent and had an underlying rhythm of 55 bpm. Due to the second reversion to back-up mode, a replacement was scheduled.